Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Additional information requested, but was not provided.

Event description:
It was reported that secondary tubing broke below the drip chamber. Additional information requested, but was not provided.

Manufacturer narrative:
Suspect changed from primary tubing to secondary tubing.

Event description:
It was reported that two secondary tubing sets broke below the drip chamber. No further information is available.